Manufacturer narrative:
Catheters from two different lot numbers were evaluated not finding any abnormalities. Visual and performance testing of lot 96i03 and 96d01 did not reveal any problems or abnormalities. Actual device involved in reported incident was not returned for evaluation. Cannot determine the exact cause of the complaint.

Event description:
It was stated that while trying to inflate catheter in the patient, the water would squirt out and not inflate. Catheter was changed and did function with no harm to patient.